Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 23 mg/dl and food was consumed to address low bg. Customer reported to have just started pump therapy and the pump basal rates needed to be adjusted. Reportedly, customer's healthcare provider adjusted the basal setting.